Event description:
The user facility reported a clinician sustained a needle-stick, after giving an injection, allegedly due to the device needle failing to lock into its safety mechanism. The clinician is believed to be receiving treatment consistent with the facility's internal protocol for blood exposure. No permanent adverse effects to the clinician have been reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the eval.